Event description:
Customer reports: device disconnected during patient use. The customer confirmed that the tube was removed and replaced. Covidien is attempting to gather further details related to this report.

Manufacturer narrative:
Recall z-2174-2012 was initiated for the product associated to this report that have had volume leakage and/or disconnection between the inner and outer cannulae. Additionally, a corrective and preventative action was initiated to document the investigation efforts related to the root cause for the reported failure.